Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and failed due to black screen display/ no images (backlight was on). Functional tests were performed and failed display pattern test. An internal visual inspection was performed and passed. The receiver log was downloaded and receiver reset and alert system check observed on incident date 03/26/26 in receiver log. No hw fault found in receiver log. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).